Event description:
A customer reported a system error (se) 2240, followed by a se 2367, (air in set) alarm. This occurred during dwell 3 of 4, on the home choice (hc). The technical service representative (tsr) instructed the homepatient (hp) to cycle the power, which cleared the alarms, and explained the alarms. The hp would discard the supplies and finish with manual supplies. The hp would contact the registered nurse (rn) regarding the air detection alarm. There was patient involvement, however no patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore the reported condition could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.